Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. This is the second keypad failure involving this same pcu (s/n (B)(6) it was noted that a red light was always on. The issues were noted before patient use.

Manufacturer narrative:
Additional information: h7, h9 the customer reported complaint of the keypad being replaced due to the device not turning on was evaluated. The keypad was confirmed to have a malfunctioning ac indicator light. No issues observed with the system on key. ¿ test results identified an intermittent malfunction with the ac indicator light. The system on key worked as intended and powered up keypad when connected to pcu test fixture (eq111582). ¿ an internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of (B)(6) 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only p/n tc10012515 was returned for investigation

Manufacturer narrative:
Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 25-mar-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. This is the second keypad failure involving this same pcu (B)(6). It was noted that a red light was always on. The issues were noted before patient use.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. This is the second keypad failure involving this same pcu (s/n (B)(4)). It was noted that a red light was always on. The issues were noted before patient use.